Manufacturer narrative:
This medwatch report is for the suspect device used in system 2 (lot number and expiration date unknown). Reference medwatch report with patient identifier (B) (6) for the suspect device used in system 1. Will not be returned to manufacturer.

Event description:
Caller states patient tested >8.0 inr on coaguchek xs system 1 and 2.0 inr on coaguchek xs system 2. Patient's previously held coumadin dose was resumed based on result of 2.0 inr obtained on coaguchek xs system 2. No adverse event reported. Requested return of suspect system, however caller no longer has the test strips; replacement was sent.